Event description:
Event description guidant received information that no pacing output was observed from this pacemaker, which had been in service for 6 years. The pacemaker was explanted, replaced and returned for analysis.